Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing and a pairing test was performed and the tests passed. A review of the data log observed a loss of connection. The customer complaint was confirmed. A root cause could not be determined. Additionally, the transmitter (part number stt-gl-003/serial number (B)(4)/lot number 5216294) was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and no failures were detected. A voltage test was performed and the transmitter had voltage. The reported event of a loss of connection could not be confirmed with the transmitter. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.